Event description:
The facility representative reported that the device did not alarm as it failed the air sensor test. This was found during bio-med testing, with no patient involvement.

Manufacturer narrative:
The device has been returned to baxter healthcare corporation for evaluation, however, the investigation is not yet complete. A follow up report will be submitted when evaluation results become available.